Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The physician attempted to place the 2.25x8mm ion stent in an unknown vessel location. Lesion characteristics are unknown. When the ion stent was removed, stent damage was identified. The procedure was completed with two unknown stents. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The physician attempted to place the 2.25x8mm ion stent in an unknown vessel location. Lesion characteristics are unknown. When the ion stent was removed, stent damage was identified. The procedure was completed with two unknown stents. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus element/ion stent delivery system (sds) and stent with no original packaging or other devices. There was no blood or contrast on the device. The balloon was tightly folded and the stent was centered between the markerbands. There were flared struts in the first distal row of stent struts. There was no damage to the sds. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).